Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a medium-large clip applier instrument would not pick up hemoclips effectively and would not clip tissues. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint clip applier would not pick up hemoclips effectively and would not clip tissues. The medium-large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip-clip test was performed and failed to clip. The root cause of this failure was not able to be determined. Further examination was performed. The primary failure analysis findings were confirmed. The instrument was placed on an in-house system and failed the clip test. After further examination it was determined that the main tube was also bent. This bending had caused enough friction to prevent the push-pull rod from moving fully, which in turn prevented the jaws of the instrument to clip.